Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir ring was damaged and bumper sticker came off. Troubleshooting was performed for damage. The customer was advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.